Manufacturer narrative:
Examination of the returned, used device found the bur detached from the inner hub due to oversized hub. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment. This has been one other complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 34 complaints, regarding 42 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the handpiece instructions for use, the user is advised the following: - prior to each use, perform the following: - ensure all accessories are correctly and completely attached. - perform the required preoperative functional tests for the equipment and accessories. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that h9133, 4.5mm sterling, lightning, 6 ea, device came apart during a subacromial decompression procedure on (B)(6) 2018. The event did not cause any delay or cancellation of the procedure. No component of the device came into contact with the patient. There was no report of injury to patient or user. Another h9133 device was used to complete the procedure and the procedure was completed successfully. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.